Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate anti-tachycardia pacing (atp) therapy and inappropriate high voltage shock. Upon device interrogation it was observed that, the right ventricular lead was oversensing far p waves and misdiagnosed a supraventricular tachycardia as a ventricular fibrillation. Upon chest x-ray it was noted that the lead had dislodged and was in the atrium. It was further noted that the lead exhibited loss of capture at maximum output. The lead was explanted and replaced. No adverse events to the patient were reported.